Manufacturer narrative:
Friedhelm brassel, katharina melber, martin schlunz-hendann, et al. Kissing-y stenting for endovascular treatment of complex wide necked bifurcation aneurysms using acandis acclino stents: results and literature review. J neurointervent surg the article discussed seven patients with seven complex aneurysms, three anterior communicating artery (acoma), two middle cerebral artery, one basilar artery/superior cerebellar artery, and one vertebral artery/posterior inferior cerebellar artery) who were treated with the kissing-y technique by stent assisted coiling from june 2013 to july 2014, with follow-up until january 2015. Dsa follow-up was up to 17 months, with a mean follow-up period of 10 months. The device will not be returned for evaluation as it remains in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through the literature review that post coiling embolization via kissing-y stent technique of a middle cerebral artery (mca) aneurysm, measuring 13x 10 mm, neck 5.8mm, one complication was noted in a patient who suffered from thromboembolic events during the intervention. It was managed by administration of tirofiban. One day post procedure revealed infarctions in the right anterior circulation and in the left posterior inferior cerebellar artery (pica) territory. There was no fetal origin of the posterior cerebral artery. The patient was receiving axium coils to treat an aneurysm located in the middle cerebral artery (mca) aneurysm.